Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m130148 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m130148, test base part number 190-430 / lot: m130148. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m130148 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation reference MFR. Report: 1221359-2021-00612.

Event description:
The customer reported false negative results with ID now covid-19 assay. Confirmation testing was performed with pcr and generated positive results. Multiple attempts to gather additional information regarding patient information, treatment, outcome and sample types but they have been unsuccessful.